Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient was experiencing pain in the stomach and a lot of tingling sensation in the arms whenever stimulation was on. It was also reported that the stimulation was causing the patient to feel sick to her stomach. The physician believed that the patient was not mentally capable of using the device. The patient underwent an early lead pull and was doing well postoperatively.